Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that the insulation was abraded at 6.0 to 6.1 cm and 6.7 to 6.9 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device.

Event description:
This report is to advise of an event observed during analysis.